Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. The operating system is unknown so the PMA/510(k) number populated is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Adc received a social media complaint that reported a customer experienced bleeding after adc device insertion. The complaint indicated that the customer received third-party medical treatment however, no details of the treatment were provided. The customer was contacted however, they refused to provide additional information therefore, no further information was obtained. There is no information to indicate that the device caused or contributed to the reported death.